Event description:
It was reported that, "during a t11 to s1 w/ iliac fixation case at the university of (B)(6) with dr (B)(6), the tulips popped off both iliac screws (xia 3 8.5x80mm) during final tightening. Specifically, after the ti 6.0 rods were placed in the iliac screws, the inserters were used to insert the screw caps until finger tight. It was upon final tightening (to 12 nm -- visually confirmed), that the surgeon noticed the tulip was spinning and did not seem to be tight. Upon removal of the screw cap, it was confirmed that the tulip's c-ring had failed and the tulip had popped off of the screw's proximal shaft."

Manufacturer narrative:
Method: visual inspection, device history review, and complaint history review. Results: visual inspection: tulip is found separated from bone screw. R&d engineer has inspected the received screw. Here are the findings done during this inspection: the rod indentation present on the screw heads are fairly large compared to expected dent size based on engineering studies performed. This suggests that the blocker torque exceeded 12nm and the torque applied is likely greater than 18nm. Position of the rod mark shows that the screw was locked with the blocker at maximum polyaxial angle. It appears that the clip of both screws exhibit deformation and fracture as a result of high shear stress rupture. Bone screw head has become deformed and slightly oval from becoming loaded. Device history review: no non conformities or deviations were found during manufacturing of all lots. Complaint history: (B)(4). Conclusion: the involved screw was received for investigation. It was inspected by the r&d engineer. It was concluded that: based on the physical observations made on these products, the likely cause of failure is static shear overloading. The likely source of the overloading is blocker over-tightening at some point during the surgery (either during blocker insertion or during final tightening). Based on the reports that the final tightening felt "soft" by the surgeon, it is likely that this over-torque occurred during blocker insertion (initial tightening) which initially compromised the screw. During final tightening the product became further damaged and then tulip separated. In addition, no deviations or non-conformities that could lead to the reported event were found during manufacturing process.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "during a t11 to s1 w/ iliac fixation case at the university of utah with dr. Brandon lawrence, the tulips popped off both iliac screws (xia 3 8.5x80mm) during final tightening. Specifically, after the ti 6.0 rods were placed in the iliac screws, the inserters were used to insert the screw caps until finger tight. It was upon final tightening (to 12 nm -- visually confirmed), that the surgeon noticed the tulip was spinning and did not seem to be tight. Upon removal of the screw cap, it was confirmed that the tulip's c-ring had failed and the tulip had popped off of the screw's proximal shaft."